Event description:
The customer reported via phone call that the reservoir experienced an air bubbles anomaly. The customer stated that she had attempted to resolve the air bubbles anomaly with her doctor, but she still experienced the same issue. The customer's blood glucose was 129 mg/dl. She declined to troubleshoot the issue, stating that she had called many times in attempts to resolve this issue. She was advised to reach out to the manufacturer of her insulin to inquire about the air bubbles anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.